Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump was received on 05/24/2024. There are no other complaints on this device. The pump's historical records in qos and salesforce was reviewed, as all previous test records were reviewed and all were found to have passed. The pump was tested with the testing protocol for infusion flow rate accuracy. No infusion was able to be ran on the pump as it was noted that the entire metal wire was broken off of the pump's housing, which allows the pump to attach to a cassette. The pump's event log was pulled as part of the evaluation to see if there were any alarms or error alerts that could have prevented the pump from infusing, as reported by the end user. Upon review it was noted that there are 45 counts of the downstream occlusion alarm and 48 counts of the upstream occlusion code in the event log, which can be seen by the "e05" and "e04" alarm codes respectively in the event log: a 20 ml infusion was ran on the pump instead of a 100 ml infusion since the end user's library configuration does not allow an infusion larger than 50 ml. The pump ran for 20 ml at a rate of 0.5 ml per hour, as these were the current parameters on the pump. The initial bottle weight was recorded at 60.041 g before the 20 ml infusion, and 79.935 g after the 20 ml infusion, which has a total weight of 19.094 g and a deviation of -4.53%. The pump is in range and is performing to specification, falling in the +- 5% range. The weights were taken on an and fx-500i scale with control # itv-eq-027 and calibration date 3/18/2024. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon review of the reported complaint and the case provided, it was noted that the infusion reported was attempted to be ran with a syringe. According to the nimbus ii plus pump's IFU the infusion is meant to be ran only with a non-vented collapsible medication reservoir, which a syringe is not. The flow rate test was completed using a proper IV set and was able to complete successfully in the passing range. Upon further evaluation there were no loose connections or components inside of the device. It was noted however that the label with the pump model information is almost completely erased. The only way to check the pump's model information is by physically turning on the pump itself to see. Functional testing did not confirm the reported condition, but was unable to be duplicated during testing. Reported issue not found, device does not meet specification. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference complaint # (B)(4).

Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump was received on 05/24/2024. There are no other complaints on this device. The pump's historical records in qos and salesforce was reviewed, as all previous test records were reviewed and all were found to have passed. The pump was tested with the testing protocol for infusion flow rate accuracy. No infusion was able to be ran on the pump as it was noted that the entire metal wire was broken off of the pump's housing, which allows the pump to attach to a cassette. The pump's event log was pulled as part of the evaluation to see if there were any alarms or error alerts that could have prevented the pump from infusing, as reported by the end user. Upon review it was noted that there are 45 counts of the downstream occlusion alarm and 48 counts of the upstream occlusion code in the event log, which can be seen by the "e05" and "e04" alarm codes respectively in the event log: a 20 ml infusion was ran on the pump instead of a 100 ml infusion since the end user's library configuration does not allow an infusion larger than 50 ml. The pump ran for 20 ml at a rate of 0.5 ml per hour, as these were the current parameters on the pump. The initial bottle weight was recorded at 60.041 g before the 20 ml infusion, and 79.935 g after the 20 ml infusion, which has a total weight of 19.094 g and a deviation of -4.53%. The pump is in range and is performing to specification, falling in the +- 5% range. The weights were taken on an and fx-500i scale with control # itv-eq-027 and calibration date 3/18/2024. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon review of the reported complaint and the case provided, it was noted that the infusion reported was attempted to be ran with a syringe. According to the nimbus ii plus pump's IFU the infusion is meant to be ran only with a non-vented collapsible medication reservoir, which a syringe is not. The flow rate test was completed using a proper IV set and was able to complete successfully in the passing range. Upon further evaluation there were no loose connections or components inside of the device. It was noted however that the label with the pump model information is almost completely erased. The only way to check the pump's model information is by physically turning on the pump itself to see. Functional testing did not confirm the reported condition, but was unable to be duplicated during testing. Reported issue not found, device does not meet specification. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference complaint # (B)(4).

Event description:
On 02/05/2024, infutronix received a report that a pump had a "flow rate issue- under infusion" the infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.